Manufacturer narrative:
Additional manufacturer narrative: stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The device was not returned to edwards for evaluation as it remained implanted. Therefore, the device evaluation was not able to be completed and the root cause for the stenosis remains indeterminable; however, patient related factors and the progression of the patient¿s underlying valvular disease pathology likely contributed to the event. The device history record (DHR) was not able to be reviewed as the device serial number was not provided. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Article: "multimodality imaging of bioprosthetic percutaneous balloon valvuloplasty followed by valve-in-valve implantation for mitral stenosis due to commissural leaflet fusion" published in the journal of the american college of cardiology doi: 10.1016/j.jcin.2015.11.043. This case involved a (B)(6) female patient who developed severe prosthetic mitral valve stenosis due to commissural fusion six (6) months following mitral valve replacement with a 25mm pericardial mitral valve. She underwent percutaneous balloon valvuloplasty (pbv) of her mitral bioprosthesis. The mean diastolic mitral valve pressure gradient decreased from 16 to 6 mmhg at a heart rate of 60 beats per minute with wider commissural separation of prosthetic leaflets. The mitral valve area increased from 0.6 to 1.5 cm2 with no mitral regurgitation. Two (2) years later, the patient redeveloped severe exertional dyspnea. Echocardiogram demonstrated recurrent mitral stenosis with commissural fusion. She underwent successful valve-in-valve using a 26mm sapien xt via transapical approach with resolution of symptoms.